Event description:
It was reported that in 1993 pt underwent surgery on right arm. In 1999, after swinging sledge hammer, pt complained of pain in right arm. Anterior/posterior and lateral x-rays of right arm demonstrate the nail allegedly fractured with a nonunion fracture about the distal third of the humerus. Surgery was performed to remove previous im nail, open reduction repair of nonunion of distal humerus fracture.